Event description:
Catheters were sent as a replacement for other catheters from same MFR because of a recall. They were fraying at the tips. These are leaking because they came apart at hub and causing burning and/or tissue damage when used with IV fluids that contain k+ or other caustic materials. No serious adverse events related to this product. MFR notified and they said they have had no other reports. Catheters have been pulled from stock.